Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows moderate signs of usage; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits severe charred detritus adhesion. Fiber card analysis: 44,400 joules; the fiber card is expired ¿ soft joule limit has been reached. Probable root cause: based on the device analysis, the probable root cause of the failure is: undetermined.

Event description:
It was reported that at 44,440 joules while using the surgical fiber during a prostate procedure, a power outage occurred in the operating theater. Upon restoration of power, the system displayed the run-time of fiber utilization but the fiber would not initialize / fire. Time expended: 13 minutes. The case was completed using an alternate procedure (bipolar resection / turp). There was no patient injury reported.